Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving prialt 14 mcg/ml at 5.603 mcg/day and morphine 22.5 mg/day at 9.004 mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported an alarm was heard and confirmed by telemetry. The critical alarm occurring was low battery reset, reset occurred-watchdog, safe state. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.